Event description:
It was reported that a clearlink continu-flo solution set leaked from where its luer connected to the patient¿s catheter. This occurred during infusion of 0.9% sodium chloride. The device was replaced to complete therapy with no further issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.